Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the angulation was insufficient and the angulation control knob was heavy. There was a leakage at the bending section due to perforation. There was a gap in the adhesive on the bending section rubber. The flexibility adjustment control function did not work. From the device inspection result provided by (B)(4), omsc confirmed that the red screw locking adhesive was applied to the screws inside the control section and that there was evidence that the screw was reattached during the previous repair. It was also confirmed that the device was returned to (B)(4) on (B)(6) 2021 and was previously repaired. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based upon the past similar cases, the reported event may have been caused by the mixture of the extra screw during the previous repair process. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) and found there was an extra screw inside the control section. It was a screw to secure the seal ring of the control section but the screw holes of the seal ring were filled by screws. Since this device has a repair history, the extra screw may have come into the control section during the previous repair process. There was no report of patient injury associated with this event.